Event description:
While impacting the 56mm 300 cup; the threading from the cup inserter handle became dislodged from the handle and remained in the prosthesis which was well seated in the acetabulum. The dr tried to unscrew the inserter with no success until the cup loosened and had to be removed. The threaded piece was then removed. The dr attempted to reinsert the cup; but could not achieve fixation. He reamed the acetabulum up to the next size and used a larger cup. This delayed the case approximately one hr and the pt needed extra blood.